Manufacturer narrative:
On 02-nov-2022, mentor received additional information about the event. It was reported that the capsular contracture in the patient¿s right breast is baker grade iii. This medwatch report is of the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-jan-2023, mentor received additional information about the event. The patient underwent explantation on (B)(6) 2023. Reason for device explant and/or reoperation: right breast capsular contracture, breast asymmetry. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07-feb-2023, mentor received additional information about the event: an updated baker grade of 4 was reported for patient¿s right breast capsular contracture. It was reported that only the patient¿s right breast prosthesis was explanted and it was replaced with a mentor memorygel breast implant 700cc gel breast prosthesis. The left breast prosthesis remains implanted. This report is for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 700cc gel breast prostheses developed asymmetric breasts post implantation. It was reported that both breasts dropped, hang low, and are saggy. The right breast is bigger and higher, and the left breast is lower and smaller. Additionally, it was reported that the patient suffered from right breast pain after a doctor squeezed the breast hard to try to reduce the firmness (capsular contracture, baker grade unknown). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.